Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's ipg failed to establish communication with the patient controller post unrelated procedure. Troubleshooting was attempted to no avail. Additional follow-up is pending to determine the next course of action to address the issue.

Event description:
It was reported the patient underwent surgical intervention to replace the scs ipg on (B)(6) 2019. Stimulation therapy was restored postoperatively.

Manufacturer narrative:
The service app fsca number was not included in the initial report in error.the service app number fsca number is included in additional report-1.

Event description:
Additional information received identified that surgical intervention may be undertaken to address the issue.